Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage to the conductor wire's insulation. The internal wire was exposed. The instrument also had a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. There was also a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument had a broken wire and could not be controlled. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The damage was found intraoperatively while grasping. The instrument was found to have a damaged insulation. It was unknown if there was thermal damage or loss of cautery. There was no arcing observed and no instrument collision. There was also no issue with removing the instrument from the cannula. The customer completed the procedure using the same instrument. No fragment fell into the patient.